Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarm during bolus delivery. Customer's blood glucose was 270 mg/dl. Troubleshooting found insulin did not exit from the reservoir and no delivery alarm occurred during manual prime. Customer is advised to replace infusion set and reservoir. No additional information is provided.